Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer's blood glucose was 102 mg/dl at the time of the incident. Customer does not recall any significant events leading to the alarm. Customer stated that they are changing the set and reservoir, but they have received a motor error 3 times at fill cannula. Customer stated that they received a low reservoir alert and the pump did a countdown. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised to remove the pump battery to prevent continued alarms. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump has minor scratched display window.